Event description:
Description of event according to initial reporter: a female patient of undisclosed age underwent a complex endovascular aortic arch repair procedure in which the zenith alpha thoracic endovascular graft proximal components, g35375, was used. The physician needed to place a 46mm alpha graft to provide overlap between an existing tevar graft and a cmd graft. The 46 alpha device was placed in a good position providing good overlap between the 2 grafts. Deployment of the graft was per IFU. When releasing the proform attachment- the graft appeared to fold upon itself at the proximal end (where proform is located). The physician was able to force the graft into proper position (unfold the proximal end) with a molding balloon. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. Additional information 20oct2021: no planning available. Md was not happy with the proximal landing zone of the cmd device and decided to add an additional graft to cover the proximal edge of cmd. The proximal landing zone was in a straight segment of aorta. The distal landing zone was below the angle. Graft was 50/50 above/below the aortic angle. Nothing particularly unusual with the anatomy. Cmd graft: thoraco-abdominal side branch lot: ac1081727. Guidewires/catheters/sheaths/balloons used during the procedure- lot #'s not available. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.